Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-58 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient was experiencing pocket stimulation with an occasional stinging/burning sensation due to the right atrial (ra) lead. The ra lead was found to be undersensing p-waves in bipolar mode. The lead has low lead impedance and no capture. The lead is suspect of a fracture. The device was reprogrammed with probable lead replacement. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data of the lead was collected from the device and analyzed. Analysis of the device memory indicates the impedance on the atrial pacing lead was beyond the expected lower range. It was noted that the bipolar impedance was less than 200 ohms and the unipolar impedance was less than 300 ohms throughout the record dating back to (B)(6) 2013.